Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient was admitted to the hospital due to cgm inaccurate values. Although the cgm was reported inaccurate, there were no bg nor cgm readings reported and at the hospital they monitored the patient´s bg. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). E1 initial reporter telephone number - (B)(6).